Event description:
It was reported that the patient went to the hospital with dizziness where it was discovered that the right ventricular (rv) lead had high impedance and a suspected lead fracture. A lead revision was performed the same day. A chest x-ray could not confirm the fracture site, and the lead was confirmed not to be loose. The lead was reportedly replaced because the safety of the lead could not be ensured. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).